Manufacturer narrative:
Device eval summary - device eval of monitor (B)(4) has been completed. Upon eval, the monitor's case was found to be separated at the seams and from the end cap. This damaged several wires running from the computer/analog board pca to the auxiliary board pca as well as the high voltage wires. The cables were severed, preventing communication and treatment. The root cause of the case separation cannot be positively identified. Once the cables were replaced and the case was resealed, the unit was fully functional. No adverse event resulted from the damaged monitor case.

Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have damaged cables. The last pt to use this battery did not report any deficiencies.